Event description:
It was reported that patient presented to clinic for follow-up. The pacemaker was unable to be interrogated with no magnet response, delivered no low voltage output, and it was found that the battery has prematurely depleted. The device was explanted and replaced. During procedure it was noted that the device can had a protuberance. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The field complaints of premature battery depletion, failure to interrogate, no pacing and stretched was confirmed. No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.